Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Event description:
The user facility reported that they tried to deploy the angio-seal device and there was nothing inside of the device so the angio-seal pulled straight out. Pressure was held and the patient was stable. Additional information was received on 10 nov 2022: the procedure that was performed for the patient, prior to using the closure device was peripheral. A 6fr. Procedural sheath was used. A pre-deployment angiogram was performed. The estimated blood loss was less than 250cc.